Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump exterior did not show any anomalies. The pump's reservoir did not contain any fluid and the fluid from the cap could not be collected. Engineering was unable to push air or sterile water through the cap. Inspection of the metal valve stem tip confirmed an occlusion. The cap and suture ring were removed. The pump was filled with sterile water and a demand bolus was programmed. The pump was able to prime and passed a 24 hour multi-rate flow test. The cap valve stem tip showed the opening had been occluded with an unknown material. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a patient's pump was replaced due to underinfusion volume discrepancies. The patient had reported increased pain. At the first alleged refill appointment, the expected volume was 8ml and the actual aspirated volume was 16ml. At the other alleged refill appointment, the expected volume was 8ml and the actual aspirated volume was 18ml. It was confirmed that a catheter dye study was performed, which showed that the catheter was patent.